Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg site, as wound was not able to heal properly due to medication. As a result, the patient underwent scs system explant. Physician ordered two weeks of oral antibiotics.